Event description:
The reporter stated that the pump did not detect the cartridge during the load cartridge phase. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the alarm history showed no alarms or warnings related to the complaint. The pump load step was performed without difficulties. A force sensor calibration test was performed and the pump was found to be detecting force correctly. The pump was opened and no force sensor defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas recall #2531779-03/24/2010-003-r. (B)(6).